Event description:
Device tripped eri on (B)(6) 2022. On hmsc for last transmission on (B)(6) 2022 battery status shows as 55 percent. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2022 device was explanted. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed thoroughly. Based on all data available the clinical observation was confirmed, the device triggered the eri battery status on (B)(6) 2022 as a result of a battery depletion. The root cause could not be determined conclusively, a device analysis would be essential. It was reported that the device was explanted. Should additional relevant information or the device itself become available, the investigation will be updated.